Event description:
Reporting status: serious injury-required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during implantation of the stent in the calcified mid lad, a dissection occurred; therefore, another stent was used to cover the dissection. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that dissection is a known adverse event associated with coronary stenting, as noted in the xience v IFU and the risk assessment. Dissection can be influenced by several factors including, lesion characteristics, technique, and device size selection. The IFU also states, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. There does not appear to be any indications of a stent delivery system quality problem. A conclusive cause for the reported pt effect and the relationship to the product cannot be determined.